Event description:
It was reported the tubing was broken: the broken area is located between the px600f and the transparent tube.

Manufacturer narrative:
Device was has not been returned for evaluation.